Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during second firing on stomach in sleeve gastrectomy, staple got stuck while firing and gun jammed after 10mm fired. Accordingly, the staples fell in to the patient's cavity and was retrieved. Used another cartridge and it fired easily. There was no patient injury.